Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of this condition is misaligned insertion and/or the excessive force used to pry and/or leverage the device.

Event description:
On 02/20/2024, it was reported by a sales representative via email that an ar-3636 fibertak anchor encountered excessive friction and was unable to seat. The tails of the sutures were cut out and the procedure was completed using another box of anchors. The anchors stayed implanted. This occurred during use in a case with no patient effect. 15-20 minutes total delay in case.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Investigation is in process. A follow-up report will be provided upon availability of additional information.